Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blender board was replaced to address the issue. In addition of the above evaluation, the following parts were replaced to prevent failure: trilogy02 pm1 kit, detachable battery pack, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, flow sensor assembly, tubing kit, oxygen blender manifold, power cord. (Oxygen blender purge fan which is to be replaced at overhaul is included in the oxygen blender pca which was replaced for repair.), which were not related to the malfunction/issue.